Event description:
Gambro rec'd a complaint on november 30, 2007 from a facility who reported a leaking on a phoenix machine. The event occurred during treatment. It was reported that the l connector popped off of the red holder. No alarm was reported. A gambro tech inspected the machine and found the tubing near the dialyzer hose port disconnected. He reseated the tubing and performed a simulated treatment and an automatic disinfection rinsing without problem. There was no pt injury or medical intervention warranted in this event.